Event description:
On or about (B)(6) 2018, patient underwent placement of an angiodynamics xcela plus port in her left chest wall, reference number h965451270, lot number 141602. The device was implanted by (B)(6), do at (B)(6) hospital in (B)(6), for the purpose of ongoing vein access for chemotherapy to treat the patient's breast cancer. On or about (B)(6) 2025, patient went to outpatient appointment with hematology/oncology where she reported that she developed symptoms of cough and congestion initially and then developed nausea and vomiting over the prior few days. Bloodwork was done which showed her potassium level was significantly low and suggested sepsis and infection. On or about (B)(6) 2025 patient underwent a port removal procedure. The procedure was performed by (B)(6), md at (B)(6). Upon removal of the port, the catheter tip was sent for culture, which returned growing group b strep bacteremia.

Manufacturer narrative:
The manufacturer conducted a documentary review on the batch provided: no deviation was found. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).